Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain") in a female patient who had essure (ess205) (batch no. 623193) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("extreme weight gain / weight gain"), fungal infection ("constant yeast infections"), urinary tract infection ("utis"), alopecia ("hair loss / hair loss"), menstrual disorder ("abnormal menstruation"), fatigue ("fatigue / fatigue"), loss of libido ("loss of libido"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, removal of essure coils.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, fungal infection, urinary tract infection, alopecia, menstrual disorder, fatigue, loss of libido, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, vaginal discharge and menorrhagia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion on (B)(6) 2015, pathology report final diagnosis included two fallopian tubes, both including their fimbriae, unremarkable. -silver colored metallic coiled wires, gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: : pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, vaginal discharge and hair loss, pelvic pain, weight gain, fatigue clubbed to previous events, reporter information, concomitant disease was added from mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pelvic pain") in a female patient who had essure (ess205) (batch no. 623193) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("extreme weight gain / weight gain"), fungal infection ("constant yeast infections"), urinary tract infection ("utis"), alopecia ("hair loss / hair loss"), menstrual disorder ("abnormal menstruation"), fatigue ("fatigue / fatigue"), loss of libido ("loss of libido"), vaginal haemorrhage ("abnormal bleeding vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, removal of essure coils.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, fungal infection, urinary tract infection, alopecia, menstrual disorder, fatigue, loss of libido, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache, vaginal discharge and menorrhagia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion on (B)(6) 2015, pathology report final diagnosis included two fallopian tubes, both including their fimbriae, unremarkable. -silver colored metallic coiled wires, gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: : pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic pain') and hypothyroidism ('autoimmune disorder type of disorder: hypothyroid') in a 26-year-old female patient who had essure (ess205) (batch no. 623193) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine since 2015 for hypothyroidism. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), vaginal discharge ("vaginal discharge") and menorrhagia ("abnormal bleeding menorrhagia") and was found to have weight increased ("extreme weight gain / weight gain"). In (B)(6)2007, the patient experienced alopecia ("hair loss / hair loss"), fatigue ("fatigue / fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vitreous floaters ("vision/eye problems type: floaters"), constipation ("gastrointestinal or digestive system condition type- constipation"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), hypothyroidism (seriousness criterion medically significant), anxiety ("psychological or psychiatric problem: anxiety") and depression ("depression"). On an unknown date, the patient experienced fungal infection ("constant yeast infections"), urinary tract infection ("utis"), menstrual disorder ("abnormal menstruation") and loss of libido ("loss of libido"). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, removal of essure coils. (B)(6)2015). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, weight increased, alopecia, fatigue, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine and vaginal discharge had resolved and the fungal infection, urinary tract infection, menstrual disorder, loss of libido, headache, menorrhagia, vitreous floaters, constipation, bladder disorder, urinary tract disorder, hypothyroidism, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypothyroidism, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitreous floaters and weight increased to be related to essure (ess205). The reporter commented: current weight 159lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion. Diagnostic results: on (B)(6)2015, pathology report final diagnosis included two fallopian tubes, both including their fimbriae, unremarkable. -silver colored metallic coiled wires, gross examination only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: : pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: f\u 4&5 proceed together- pfs received: outcome of the previously reported event- vaginal bleeding, dysmenorrhea (cramping), dyspareunia were updated, onset date of previously reported events- vaginal bleeding, menorrhagia, pelvic pain female, vaginal discharge, weight gain was added, severity of previously reported events- pelvic pain female was added, reporter was added, concomitant drug was added. On 12-dec-2019: pfs received: newly added events- floaters, constipation, bladder disorder, urinary tract disorder, hypothyroidism, anxiety, depression, onset date of previously reported events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines, headaches was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), weight increased ("extreme weight gain"), fungal infection ("constant yeast infections"), urinary tract infection ("utis"), alopecia ("hair loss"), menstrual disorder ("abnormal menstruation"), fatigue ("fatigue") and loss of libido ("loss of libido"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, weight increased, fungal infection, urinary tract infection, alopecia, menstrual disorder, fatigue and loss of libido outcome was unknown. The reporter considered pelvic pain, weight increased, fungal infection, urinary tract infection, alopecia, menstrual disorder, fatigue and loss of libido to be related to essure (ess205). Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. A bilateral salpingectomy was performed. This event is regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. A bilateral salpingectomy was performed. This event is regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. The product quality analysis concluded that as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.